Event description:
The tip of an extrusion cannula, 25g soft tip cannula, dsp, 0.8mm, alcon, inc. , broke off during a surgical procedure (pars plana vitrectomy) and was not able to be visualized until 22 days post-op when the intra-vitreal steroid was completely absorbed.